Manufacturer narrative:
510k: this report is for an unknown bone staple/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a jones fracture repair with a speed implant on an unknown date. Subsequently, it was discovered that the implant broke, but the patient has no pain and was walking on it after two weeks post-op. The surgeon has no plans to remove the implant and expects the patient to fully heal. It is noted that the patient is a young football player and may have been non-compliant with weight bearing restrictions postoperatively. Also, this is a jones fracture, a known high stress location and is typically difficult to heal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
X-ray was inspected and the complaint was confirmed. Although a definitive root cause could not be determined it was stated that the patient may have been non-compliant with weight baring restrictions which could lead to unintended stress on the implant. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition therefor no further corrective and preventive actions are proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.